Event description:
It was reported that the customer awoke with a high blood glucose level (444 mg/dl). Customer delivered a bolus and an occlusion alarm occurred. Reportedly, the cartridge and infusion set had been in use for 3 days. Customer changed out cartridge and infusion set. Customer stated that occlusion may be related to current shipment of insulin that was received through the mail.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.